Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon during advancement; therefore, the stent was removed from the patient and another company's stent was implanted successfully. No additional event or patient information is available.